Manufacturer narrative:
Investigation summary: the DHR review process was not performed due to the lot number was not provided. Bd confirmed the temporary lid seemed slightly loose. However, the lid kept closed over 10min after it was shut. No damages/deformation found in the lid. Supplier investigation: according to this investigation this failure mode is already known since previous complaints were received for the same condition throughout 2017. For this reason, a CAPA record # ca-rj001797 was opened to perform the investigation as well to implement corrective actions. There is no a lot number reported under this complaint, therefore it can¿t be determined if the issue came up before or after corrective action implementation. The corrective action was fully implemented for batches manufactured from 2018 on forward, in accordance to customer complaint records there are no complaints received from batches manufactured after corrective action. Slot reference dimension was found greater (loose) than drawing specification. Corrective actions. Align steel as per drawing requirement. Create mold inserts to be replaced if needed, during preventive maintenance. Conclusion: based on this investigation this failure mode was caused due to worn out mold, a corrective action ca-rj001797 was implemented, and no issues were observed during the effectiveness verification phase. The product reported in this complaint was confirmed as manufactured before of corrective action implementation. All the complaint information was captured also for tracking and trending purposes.

Event description:
It has been reported that the sharps coll 8qt nest open top needl port has experienced 10 cases of lids struggling to close during use. The following has been provided by the initial reporter: the temporary lids open while using.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the sharps coll 8 qt nest open top needle port has experienced 10 cases of lids struggling to close during use. The following has been provided by the initial reporter: the temporary lids open while using.